Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and failed back surgery syndrome. It was reported that the patient had an increase in back pain after lifting 5 lb weights. It was said they "overdid it" and strained their back. The back pain the patient experienced was said to be the pain for which the stimulator was implanted. This was said to have occurred "probably 5 months ago," and was confirmed to be some time in 2015. The patient inquired if they could use a back brace, and was directed to consult with their health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.